Manufacturer narrative:
(B)(4). This report is 1 of 2 reported emergency room visits. Related record: (B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that "insufficient information for complaint classification" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.